Event description:
On (B)(6) 2025, the customer alleged to medela llc that she was having suction issues with her freestyle hands free breast pump. Additionally, she alleged that she developed mastitis and was treated for it.

Manufacturer narrative:
Customer service verified that the customers kit components were being washed, and dried according to our instructions for us and verifying breast shield fit. Replacement parts were sent to the customer. In follow up with a complaint handler the customer stated that she was prescribed 4 different medications. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.